Manufacturer narrative:
A distributor indicated that a micro holding forcep tip broke off during use and had to be removed from the eye. Pars plana vitrectomy was done and intraocular forceps were used to remove the tip. The device was not returned for evaluation. One day post op, the retina was attached and no tears were noted.

Event description:
One grasper fell off in the eye during intrascleral fixation of a 3-piece foldable intraocular lens. Another forceps was used to complete the placement of the iol. The broken grasper was removed from the eye and the surgery was completed.